Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced a large volume defective tubing. The following information was provided by the initial reporter: I am reaching out about recent events that have occurred with large volume IV set tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced a large volume defective tubing. The following information was provided by the initial reporter: I am reaching out about recent events that have occurred with large volume IV set tubing.